Event description:
It was reported that shaft break occurred. The target lesion was located in the non-tortuous and moderately calcified vessel. A 15mm x 2.50mm nc quantum apex balloon catheter was advanced for dilation. However, during procedure, the shaft got separated. The portion of the device was outside of the body at the time of the fracture. The device was pulled and removed intact, and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the non-tortuous and moderately calcified vessel. A 15mm x 2.50mm nc quantum apex balloon catheter was advanced for dilation. However, during procedure, the shaft got separated. The portion of the device was outside of the body at the time of the fracture. The device was pulled and removed intact, and the procedure was completed with a different device. No patient complications were reported. It was further reported that the device was not separated in two pieces.

Event description:
It was reported that shaft break occurred. The target lesion was located in the non-tortuous and moderately calcified vessel. A 15mm x 2.50mm nc quantum apex balloon catheter was advanced for dilation. However, during procedure, the shaft got separated. The portion of the device was outside of the body at the time of the fracture. The device was pulled and removed intact, and the procedure was completed with a different device. No patient complications were reported. It was further reported that the device was not separated in two pieces.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 10.3cm from the strain relief. The separated ends were jagged and ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Product analysis confirmed the reported break as there was separation to the device.